Event description:
Blood was observed leaking from the tubing connection between the heat exchanger and the oxygenator during a bypass procedure. It was determined that it was not necessary to change out the unit. The user facility reported that the case was completed successfully with no pt complications. The blood loss was estimated to be 200-cc.